Event description:
The hospital reported that the vasoview hemopro 2 was defective. Per the sales rep there is absolutely no information regarding this case except the lot number and the device.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. A visual inspection was conducted. Charred tissue was observed in and around the heater wire. The silicone discoloration was observed on the cold jaw insulation surface where it contacts the heater wire. The device was evaluated for mechanical function. The toggle was able to open and close the jaws. The device was evaluated for electrical function. The device produced steam when activated. An additional evaluation is in progress. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).